Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Service and repair evaluation: the customer reported the end of the device came off. The repair technician reported the tip came off. Tip broken is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(6) 2015. The component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is february 3, 2006. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the end of a cable tensioner came off during sterile processing. The piece could not be reattached. No patient or procedural involvement was noted. During the evaluation of the returned product, which was completed on december 2, 2015, it was determined that the tip of the device had actually broken off. This report is 1 of 1 for (B)(4).